Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 49mg/dl and treated with juice. Customer also indicated that the pump alarmed lost sensor. Customer indicated that their blood glucose value was 74mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin and customer indicated that the pump programming is correct. The customer was assisted with troubleshooting and the customer stated that they were low due to the sensor. The product was not returned for analysis.